Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported the fresenius adapter for the baxter bag fell out when in treatment. The pd patient's contact stated tape was applied around the connection. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated who stated the patient had reported the fluid leak occurrence when the connection between the apd luer lock connector and baxter extraneal icodextrin solution came apart during treatment. Per pdrn the patient was advised to ensure the connections were as tight as possible, and stated the patient also applied tape around the connection to minimize the leak and prevent the connectors and solution bags from coming apart. Per pdrn the patient was able to re-connect the lines and complete peritoneal dialysis treatments using the cycler and confirmed no treatment was missed. Per pdrn the patient did not require any prophylactic medication, medical intervention or additional treatment as a result of the reported issue, and no adverse event occurred. The pdrn was unable to provide the exact date of event or frequency in which the event occurred. Per pdrn the sample was discarded and was no longer available for evaluation. The lot number was unknown.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's contact reported the fresenius adapter for the baxter bag fell out when in treatment. The pd patient's contact stated tape was applied around the connection. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated who stated the patient had reported the fluid leak occurrence when the connection between the apd luer lock connector and baxter extraneal icodextrin solution came apart during treatment. Per pdrn the patient was advised to ensure the connections were as tight as possible, and stated the patient also applied tape around the connection to minimize the leak and prevent the connectors and solution bags from coming apart. Per pdrn the patient was able to re-connect the lines and complete peritoneal dialysis treatments using the cycler and confirmed no treatment was missed. Per pdrn the patient did not require any prophylactic medication, medical intervention or additional treatment as a result of the reported issue, and no adverse event occurred. The pdrn was unable to provide the exact date of event or frequency in which the event occurred. Per pdrn the sample was discarded and was no longer available for evaluation. The lot number was unknown.